Event description:
Surgeon reported that while performing the second eye of a patient the laser stop after only 2 percent completed with slit motor failures. Surgeon cancelled and try to perform a self test to clear the error but was not successful. Patients were rescheduled for next day after equipment is serviced.

Manufacturer narrative:
(B)(4). Field service specialist (fss) visited the account after the event. Found slits stuck shut and damaged during normal procedure. Replaced beam shaping module (bsm) assembly, aligned optical system including cameras, calibrated new bsm assembly iris and slit motors and calibrated patient energy detector. Verified system was operating properly. All pertinent information available to abbott medical optics has been submitted. Placeholder.